Event description:
It was reported that during an unknown procedure, the device was used and the mechanism was blocked and it did not function any more. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Lockout broken, lockout premature, handle post broken. The analysis results of the device found that it was received with the top shroud broken. When the device was evaluated for functionality the trigger was noted to be blocked. Due to the found top shroud condition the instrument ejected the remaining clips, however, the device didn't lockout as intended. The instrument is designed to lockout when all the clips have been fired. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the top shroud damage. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembly, the handle lockout posts were found to be broken which denotes that the lockout had been fired through as a results of a premature lockout. A batch record review was performed and no anomalies were found during the manufacturing process.